Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor. Insulin pump passed the operating currents measurement, self-test, unexpected restart error test, rewind, basic occlusion test, displacement test, and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched, and cracked display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error 4 times. Customer's blood glucose level was 200 mg/dl. The insulin pump was exposed to an x-ray. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.